Event description:
It was reported that the loaner programmer had excessive noise. It was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment of excessive noise. The programmer failed a console test due to the right antenna.